Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4 batch #: c9ey8g. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. (If gtin is available, statement is not needed)" investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components and the electrical traces of the max hand control button were found to be damaged. This resulted in the max hand control button being nonfunctional. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. No conclusion could be reached as to how the electrical traces issue occurred. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure the device could not be activated. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.